Event description:
It was reported that t:slim x2 pump battery would not charge even though charging indicator was visible and pump remained at low power. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of working outlets and original charging equipment, then switched to different cable and wall adapter, after which pump reached full charge within about one hour, and no shutdown occurred, so no further assistance was required.